Manufacturer narrative:
A customer alleged discrepant results with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system lot g11772. During the initial run for the alleged samples, batch run 292 performed on (B)(6) 2020, 5 samples were alleged positive which generated negative results when retested on competitor assays. A review of the data revealed the samples were near the limit of detection. An investigation was performed which did not identify any product problem. The discrepancy is likely due to sample or site specific factors. (B)(4).

Event description:
Hold for gary 1.21. The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), alleged discrepant results with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system lot g11772. During the initial run for the alleged samples, batch run 292 performed on (B)(6) 2020, 6 samples were alleged positive on cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 system and negative when tested on other systems including panther systems and hologic. The customer is using utm stored at 4 degrees c prior to performing testing. According to the affiliate the customer is following the IFU. Although requested no further information about the samples or workflow could be provided. Patient samples 1-5 generated positive results with cobas® sars-cov-2 qualitative assay that are indicative of samples near the lod (limit of detection) of the test. A review of the control curves for the entire alleged run was performed and no major shifts or suppressions were identified. The CT¿s generated for the positive control were in line with internal release data. An investigation, as well as a systems assessment, of the complaint lot was performed to rule out any reagent kit and/or hardware issue contribution and no product problem was identified. Based on all of the information in the case and the analysis performed supports that the test is functioning as intended. It is likely the discrepancies alleged are due to samples being near the limit of detection or due to potential sample or site specific factors.